Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent emergent treatment of a ruptured type b dissection with two conformable gore® tag® thoracic endoprostheses. During the procedure, the most proximal gore® tag® device (tgu404020j/14644010) reportedly moved distally of its intended site during deployment (distance unknown). According to the report, the endografts successfully covered the primary entry tear and excluded the aneurysm. Final procedural imaging showed no blood flow into the false lumen or obvious endoleak into the aneurysm. The patient tolerated the procedure. On unknown date in 2017, a follow-up computed tomography scan reportedly identified a proximal type I endoleak. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby an additional gore® tag® thoracic endoprosthesis was to be implanted to treat the type I endoleak. According to the report, the physician felt resistance while advancing a 40 mm x 10 cm gore® tag® device through the existing stent-graft system, and the device was reportedly stuck at the distal edge of the most proximal endograft (tgu404020j). The physician ballooned the distal edge of the proximal endograft, and made another attempt to advance the new 40 mm x 10 cm gore® tag® device again. However, this attempt was also unsuccessful. The physician opted to implant a 32 mm gore® excluder® aortic extender component within the junction of the two existing stent-grafts, and then ballooned the region. The physician was then reportedly able to successfully advance and implant the additional 40 mm x 10 cm gore® tag® device in its intended position. Final procedural imaging showed that a slight type I endoleak still remained. No further treatment was performed and the procedure was completed. The patient tolerated the procedure.